Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: the product is manufactured in the us, but not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -9.50/4.5/138 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. It was also reported that repositioning of the lens was performed and the problem resolved. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3- device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found the haptic torn. Claim# (B)(4).